Event description:
It was reported that the implant at tooth site #14 lost integration and was removed.loss of integration.

Event description:
It was reported that the implant at tooth site #14 lost integration and was removed. Loss of integration.